Event description:
It was reported that the procedure was cancelled. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, it was noted that the stent could not be deployed during the procedure. Consequently, the procedure could not be completed. There were no patient complications as a result of this event. It was further reported that the target lesion was 50% stenosed, non-tortuous, and moderately calcified. The procedure was not completed because the tip of the stent could not expand. The patient was sedated with local anesthesia when the issue occurred, and there are no plans to reschedule or complete the procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, it was noted that the stent could not be deployed during the procedure. Consequently, the procedure could not be completed. There were no patient complications as a result of this event.